Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they still have teeth out of alignment on the upper and lower. Their lower right canine is very loose and the upper left canine is still crooked. Patient provided mobility video, recommended to patient to initiate a 14 day rest period due to the mobility.